Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of purulent discharge and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Health professional reported implantation of seri surgical scaffold during mastectomy reconstruction. Approximately 1-2 months post implantation, "patient came to them with a mild discharge near the right areolar complex." Upon further exploration, "they found putty, white to purulent like exudate material leading up to the seri."&#60322; "part of the seri" was showing signs of incorporation, but the other half was not."